Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: endoscopic radial artery harvesting: results of first 300 patients. Author : mark w. Connolly, md, lisa d. Torrillo, pa, michael j. Stauder, pa, nilesh u. Patel, md, john c. Mccabe, md, didier f. Loulmet, md, and valavanur a. Subramanian. Citation: ann thorac surg 2002;74:502¿ 6. This study aimed to describe the initial experience of the first 300 cases of endoscopic radial artery harvest (era) technique which was developed to increase patient satisfaction and acceptance, expand the use of arterial conduit grafting and possibly decrease the incidence of neurologic and wound complication caused from the open harvest technique. From feb2000 to sep2001, 300 patients (n=70 female and n=230 male; mean age of 62.2±11.1 years) undergoing coronary bypass artery grafting had era performed in the non-dominant hand. In the procedure, the ultrasonic harmonic scalpel 5-mm coagulating shears lcs/cs (ethicon endo-surgery, cincinnati, oh) was placed under the ultra-retractor to coagulate and cut vascular side branches and surrounding tissue just outside the adjoining radial artery veins. Similar harmonic lcs/cs shears was used in the division of fascia between the brachioradialis and flexor carpi radialis muscles to allow more space for proximal insertion of the subcutaneous ultra-retractor. Segmental division of side branches with the harmonic lcs/cs shears is continued toward the antecubital space until the ulnar artery origin is visualized. A pigtail vessel retractor (ethicon endo-surgery, somerville, nj) is advanced from the distal incision proximally under endoscopic vision to verify complete isolation of the conduit. The proximal radial artery is clipped (ligaclip, allport; ethicon endo-surgery, cincinnati, oh) just distal to the visualized ulnar artery branch, transected with endoscopic endopath curved scissors (ethicon endo-surgery, cincinnati, oh), and pulled out through the incision. The distal end is ligated proximal to the superficial radial artery with sutures. In-hospital complications included brachial artery clipping (n=1) which was repaired primarily without sequelae and tunnel hematomas (n=2) requiring drainage through the wrist incision. At 30-day follow-up, 26 patients (8.7%) complained of objective dorsal thenar numbness on examination of the distribution of the superficial radial nerve. Damage to the superficial radial nerve continues to be a problem for both the open and this less invasive endoscopic method. Anatomic superficial radial nerve variation and proximity to the radial artery increase the susceptibility of this sensory nerve to injury. Because endoscopic vein retractors developed for leg saphenectomy were used in this era series, the development of smaller, arm-specific endoscopic equipment, presently in progress, may further decrease neurologic complications. Endoscopic radial artery harvesting can be performed safely, with minor, infrequent complications.